Manufacturer narrative:
As part of the investigation, the technical assistance group discussed and performed troubleshooting the reported hd lcd monitor may intermittently lose the video image with the user facility. The user facility indicated the issue would occur when they wiggle a cable on the back of the monitor. The cable was identified as the direct current (dc) input cable. However, further troubleshooting could not be conducted as the user facility did not have an oev261h monitor to swap cables or power supply to find the root cause. The user facility stated they will try to replace the cable first and then also get information on sending the monitor in for repair. The user facility later informed the technical assistance group that the issue has not returned and the issue has been resolved. No unit will be returned for repair at this time as the user facility evidently determined the cause of the reported event was possibly attributed to a loose connection.

Event description:
The technical assistance group was informed the high definition (hd) liquid crystal display (lcd) monitor was intermittently losing image. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02544. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause could not be identified because there was no return of the product and additional information could not be obtained. The potential root cause can be due to the following factors. The power supply board has failed. The power source box was failing. The image processing substrate was damaged. Olympus will continue to monitor the field performance of this device.